Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Evaluation of the device on sep 18, 2019 noted motor failure. Repair of the device took place the same day and involved replacing the following: motor d.c. Pack, handpiece switch pack, harness assembly plug pack, ball bearing, spring seal, and needle bearing. The technician then recalibrated the device and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. Probable/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the motor to malfunction. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that the motor was rusted and sometimes did not work. The device stopped running but started again. The event occurred during surgery; however, there was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the motor was rusted and sometimes did not work. The device stopped running but started again. No adverse events were reported as a result of this malfunction.